Manufacturer narrative:
The unit alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. The unit passed the self test and unexpected restart error test. The unit was received with normal operating currents. The following physical damage was noted: minor scratched display window, cracked case at display window corners,craccked reservoir tube lip and cracked battery tube threads.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the tubing. The patient's blood glucose at the time of incident was 165 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap was sticking out. The insulin pump was returned for analysis.